Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8297604. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , during their evaluation of the submitted device, our engineers were able to successfully activate the device by following the instructions of use for the bd pegasus; visual observation of the device was similarly unable to identify any signs of non-conformance. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text: see section h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the needle core cannot be withdrawn, resulting in the safety device not being automatically activated. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the safety shield cannot be removed when retracting the needle after penetration.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the needle core cannot be withdrawn, resulting in the safety device not being automatically activated. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the safety shield cannot be removed when retracting the needle after penetration.